Event description:
It was reported that the pump site reminders and bolus reminders were not operating properly and the clock moved ahead 5 minutes over a 1-2 week time period. Additionally, customer reports that the reminders could not be cleared.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.